Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 25, 2023, senseonics was made aware of an adverse event where user reported hypoglycemic event with no alert from the system due to sensor inaccuracy. User resolved the issue by drinking apple juice.

Manufacturer narrative:
Customer reported a low glucose event: sg = 187 mg/dl, bg = 40 mg/dl on (B)(6) 2023, 2.05 am, sg = 169 mg/dl, bg = 34 mg/dl on (B)(6) 2023, 2.10am. A review of glucose trend on (B)(6) 2023 revealed sg = 187 mg/dl, on (B)(6) 2023 at 2.05 am, sg = 169 mg/dl, on (B)(6) 2023 at 2.10am. However, the bg values were not entered. Hence, the reported mismatch could not be confirmed.the user did not seek medical treatment and was able to treat himself by drinking apple juice.based on the initial escalation analysis, the sensor performance deviated from normal behavior. The RMA was authorized due to the deviation in sensor performance where there was mismatch observed between the sensor readings and calibration entries.sensor (B)(4) was tested in-house, and a qc did not reveal any malfunction of the sensor. However, review of dms data revealed that there was dip in reference and signal coincide directly with the covid diagnosis and start of treatment and the sensor is taking longer than expected to settle.a review of the raw data revealed that there was dip in reference and signal channel values which coincided with the start of her covid treatment with paxlovid.there is currently no data confirming paxlovid has any interference with sensor readings. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10; h6. Investigation findings updated to 114; h6. Investigation conclusions updated to 4315.